Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-sep-2015, an fse visited the customer onsite and found many cups dropped on the top drawer where tips were located (out of place). The fse checked all positions on the top drawer of cups and made adjustments. He verified the alignment of the sorter to stc lane and rtl lane and made adjustments. Then he ran cup transfer test twice with acceptable results. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the alignment of the sorter needed an adjustment.

Event description:
On (B)(6) 2015, a customer reported getting error 4053: sorter z-axis home overrun with their aia-2000 analyzer. The customer was unable to run prl, lh-ii, prog, e2, beta-hcg and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl, lh-ii, prog, e2, beta-hcg and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.